Manufacturer narrative:
Result: known inherent risk of procedure. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for 16fr esheath is 6.0mm. The patient¿s access vessel mld was 5.3mm with mild calcification and mild tortuosity reported. In this case, patient factors (less than adequate access vessel mld and mild calcification) likely contributed to the iliac artery rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards affiliate in (B)(6), during a transfemoral tavr procedure, following the withdrawal of the expandable sheath (esheath), an access vascular rupture was noted. Vascular stents and surgical repair were required. During the procedure, a surgical cutdown in the right femoral artery was performed. The access vessel was pre-dilated with a 16fr, an 18fr and a 20fr dilator without resistance and the esheath was successfully inserted. While advancing a novaflex+ delivery system through the sheath near the iliac artery, significant resistance was encountered. Since the delivery system could be advanced gradually, it was decided to continue to advance the device. After the esheath was pulled back slightly, both the esheath and the delivery system were advanced together and the delivery system finally passed through the iliac artery. A 23mm sapien xt valve was successful deployed. Following valve deployment, the delivery system and esheath were withdrawn and an angiogram was performed from the contralateral side, revealing a rupture in the right external iliac artery. A dilator was immediately re-inserted, but the patient became hemodynamically unstable and the blood pressure dropped to the 30¿s mmhg. Two (2) sets of endovascular stent grafts were immediately placed and the patient¿s hemodynamics returned to normal. Vascular graft replacement in the right access vessel was surgically performed. Angiography was repeated and the procedure was completed. The access vessel minimum luminal diameter (mld) measured 5.3mm with mild calcification and mild tortuosity reported.